Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience sierra, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified de novo lesion in the proximal left anterior descending coronary artery. The lesion was pre-dilated with a 2.5x15mm trek balloon. A 3.0x28mm xience sierra stent was successfully deployed. A 3.0x12mm nc trek balloon was then advanced for post-dilatation and was inflated up to 16 atmospheres when an edge dissection was noted at the distal end of the implanted stent. A 2.5x28mm xience sierra was then used to successfully cover the dissection, and a 2.75x12mm nc trek balloon was used to complete the post-dilatation with good angiographic outcome. There was no adverse patient sequela, and there was no reported clinically significant delay in the procedure. No additional information was provided.